Manufacturer narrative:
E.1: (B)(6) hospital. G.5 PMA / 510(k)#: k113558, k222591. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there were four bottles without a label. No impact reported.

Manufacturer narrative:
Investigation summary: customer reported a missing vial label. Photo of missing vial label was received. Bd was unable to reproduce customer experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for reported defect (no vial label). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. A technical assessment was performed to determine if the weiler bottle labeler packaging had mechanical issues and/or breakdowns during labeling process of aforementioned bath. Preventive maintenance activities to the weiler bottle labeler packaging machine were completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there was no issues or malfunctions related to label placement. The manufacturing downtime reported jam/ synchronization on the weiler labeler machine. These issues are resolved during the labeling process. As a preventive action, a task to the pm of the label detector system, was added to verify the operational and functional of the system. During the packaging process of each lot, a process control representative inspects one case every hour for completeness. Complaint is confirmed based on photo received. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there were four bottles without a label. No impact reported.